Manufacturer narrative:
The investigation is ongoing. H3 other text : the device remains implanted.

Event description:
As reported from alp clinical study, approximately 30 days post-implant of a 29 mm sapien 3 valve in an alterra pre-stent in a pulmonic valve via transfemoral approach, the chest x-ray noted one type I fracture was found at the alterra inflow, rung 1.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation as it remains implanted in the patient. A review of imagery provided showed the following: a type 1 strut fracture was observed at the inflow on ring 1 on the 30 day chest x-ray. The complaint was confirmed. A review of provided imagery revealed no manufacturing nonconformance. A review of the DHR, lot history, and manufacturing mitigations revealed no indication that a manufacturing nonconformance contributed to the complaint. Additionally, a review of IFU materials revealed no deficiencies. An in depth evaluation related to alterra prestent fracture has been documented in technical summary written by ew. Per technical summary, the prestent in straight configurations is safe under pulsatile loads based on the finite element analysis (fea) models, accelerated wear and tear (awt) and fatigue testing. As such, the potential fracture on the proximal end of the frame could be attributed to the conditions of the patient's anatomy. Technical summary documented a review of available CT scans / imagery for patients with a fractured stent. As seen in the provided imagery, a 30-day chest x-ray showed one type I fracture at the inflow on rung 1. Per the technical summary, patients who had a fracture exhibited rvot length on the shorter side compared to the population. The technical summary's imagery reviews also suggested that the fractures were likely to occur where the stent apices were engaged with the bend of the patient's anatomy. It is possible that this positioning resulted in some apices of the inflow side of the stent engaging with anatomy, putting strain on the stent. However, as there existed patients with similar anatomical conditions that did not have fractures, the technical summary concluded that shorter rvot length, increased curvature, and increased level of engagement do not dictate a fracture but may increase the risk of one. Additionally, technical summary reviewed the manufacturing documentation and conducted a sem (scanning electron microscope) micro crack study to determine if microcracks could be present on the frame prior to implantation of the pre-stent. No microcracks were observed on the frames at any phase of the investigation and no evidence of a manufacturing non-conformance that could have contributed to the complaint event was found. While a definitive root cause is unable to be determined, available information suggests that patient factors may have contributed to the reported event. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective/preventative actions nor product risk assessment (pra) escalation are required.